Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. E3: occupation: director of nursing. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart cath, the tr was applied. Approximately 3-4 minutes after inflation, it started to leak air resulting in them using another band. It was unclear how many mls of air were injected into the tr band and it was not clear where the leak was coming from. There was no visible damage to the device and no manipulation to the device. The tr band was stored in a box in a cabinet in the cath room. The patient was stable, and the blood loss was less than 250cc.